Event description:
Reported: when attempting to use an echelon flex powered vascular stapler during a case, the stapler failed to fire and after clamping down on staple, became locked in clamped position. Procedural notes: no mention of event. Discharge notes: he tolerated procedure without issue. He had no postoperative issues and advanced as expected during the postoperative course.